Event description:
It was reported that the patient underwent l3-4 and l4-5 posterior lumbar decompressive laminectomies with interbody fusions, and an l5-s1 decompression with instrumentation. The patient was discharged to a ¿skilled nursing facility¿ five days post-op. Two days later the patient returned to the emergency department with ¿fever, right-sided facial droop, right sided weakness and slurred speech.¿ the patient was re-admitted to the hospital the following day. Wound cultures grew e. Coli. It was noted that the patient¿s wbcs were low during both hospitalizations. During the second hospitalization, patient was treated with multiple antibiotic coverages. Four days following readmission, the patient was returned to the or for a ¿reopening of the lumbar wound, debridement, pulse lavage and placement of a wound vac drain.¿ the patient was back in the or four days later for more debridement and lavage. Ten days later, the patient returned to the or for the third time since the original surgery and underwent more debridement and lavage and a secondary closure of the wound. The wound was last reported to be oozing sero-sanguinous fluid, but no pus. The incision was reported to be ¿looking good.¿

Manufacturer narrative:
Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part # 2991322, lot # h12t3765; part # 2990922, lot # h13k0609; part # 5440030 (x6); part # 1475501070; part # 1475501060; and # 54840005540 (x6). (B)(4). Manufacture date for lot h12t3765 is 10/04/2012; manufacture date for lot h13k0609 is 10/16/2013. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.